Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff has never experienced any of reported events prior undergoing essure procedure. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("heavy menstrual period"), pelvic discomfort ("discomfort"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue") and tooth disorder ("dental problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, pelvic discomfort, dyspareunia, alopecia, fatigue and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, heavy menstrual bleeding, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 17-aug-2021: imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff has never experienced any of reported events prior undergoing essure procedure. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("heavy menstrual period"), pelvic discomfort ("discomfort"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue") and tooth disorder ("dental problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, pelvic discomfort, dyspareunia, alopecia, fatigue and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, heavy menstrual bleeding, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("heavy menstrual period"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), tooth disorder ("dental problems") and pelvic discomfort ("discomfort"). The patient was treated with surgery (surgery to remove essure coils in (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, back pain, alopecia, fatigue, abdominal pain, dyspareunia, tooth disorder and pelvic discomfort outcome was unknown. The reporter considered pelvic pain, menorrhagia, back pain, alopecia, fatigue, abdominal pain, dyspareunia, tooth disorder and pelvic discomfort to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and she experienced chronic pelvic pain. The plaintiff was submitted to a surgery to remove essure coils. During the essure micro-insert therapy, pain of varying intensity and length of time may occur and persist following essure placement. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("heavy menstrual period"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), tooth disorder ("dental problems") and pelvic discomfort ("discomfort"). The patient was treated with surgery (surgery to remove essure coils in (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, back pain, alopecia, fatigue, abdominal pain, dyspareunia, tooth disorder and pelvic discomfort outcome was unknown. The reporter considered pelvic pain, menorrhagia, back pain, alopecia, fatigue, abdominal pain, dyspareunia, tooth disorder and pelvic discomfort to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and she experienced chronic pelvic pain. The plaintiff was submitted to a surgery to remove essure coils. During the essure micro-insert therapy, pain of varying intensity and length of time may occur and persist following essure placement. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.